Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting it was discovered that the caregiver was loosening the tape at the exit site and the connection became loose. The technical service representative assisted the caregiver in ending therapy. The caregiver would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of air in line where there was a loose connection at the exit site. The loose connection is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.